Event description:
It was reported that the patient had pain in her back and she reached around and realized her stimulator (ins) moved approximately 18 inches up from the original implant location. There were no falls or trauma reported. The patient was wearing a back brace and that helped some with the pain, but she turned the ins off because she was worried about the wire paralyzing her. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v048607, implanted: (B)(6) 2007. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).